Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, "medicine came out of the cassette reservoir". No reported adverse effects.

Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis in a used condition. Functional testing was performed, a syringe was used to infuse water into the assembly (ay) bag and leakage was detected in the edge of the ay bag. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.